Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 252 mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. Reviewed the alarm history and found several no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer does not pinch up the skin when inserting the infusion set manually. Also found that the customer had scar tissue and sometimes bent cannulas. The customer mentioned that sometimes the buttons on the insulin pump are hard to press. Advised the customer to revert to back up plan. No further info was provided.